Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hyperglycemia with blood glucose (bg) levels of 364 mg/dl when the insulin infusion set was empty. The user was guided through a supply change with bg recorded at 358 mg/dl during the change. Follow-up confirmed bg decreased to 295 mg/dl with a downward trend. No hospitalization was required and no long-term health effects were reported.